Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself while trying to monitor a patient who was experiencing chest pains.  A second ambulance (with a backup device) was called in to take over patient care.   The customer advised that there were no adverse effects to the patient as a result of the reported issue.